Manufacturer narrative:
H.6. Investigation summary : due to the lack of a batch number being provided a review of current trends was conducted. At this time a confirmed complaint trend has been identified for excessive artifact resembling bacteria for several batches of material. We cannot confirm that you have received one of the affected batches, due to lack of batch number information. Root cause is under investigation and will be documented in our quality system. Investigation conclusion : complaint is not confirmed, due to lack of a batch number. Update to risk management files not required. Root cause description : is being investigated under CAPA 1491251. Rationale: batch number not provided. However, CAPA 1491251 exists based on a confirmed complaint trend. H3 other text : see section h.10.

Event description:
The customer reported that while using bd bbl¿ gram crystal violet they noticed artifact resembling gram positive cocci and budding yeast. This artifact lead to false positive grams stains being reported. The customer is unaware of any course of treatment change due to these erroneous results.

Manufacturer narrative:
Expiration date not provided, lot # not provided. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date not provided.

Event description:
The customer reported that while using bd bbl¿ gram crystal violet they noticed artifact resembling gram positive cocci and budding yeast. This artifact lead to false positive grams stains being reported. The customer is unaware of any course of treatment change due to these erroneous results.